Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the patient had an allergic reaction from the self-adhesive of the infusion set. The patient's skin was red with bubbles and had wounds. The patient was prescribed a steroid cream from the doctor. Return of the suspect device was requested for evaluation.